Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was implanted successfully implanted in the morning, in the afternoon the lead was reported dislodged. During the revision the guidewire could not be inserted into the lead, flushing could not be done due to the body fluids clotting. The reported lead was explanted and replaced successfully, the patient did not experience any adverse consequences.